Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on an unknown date/time prior to contacting lfs when she obtained a reading of ¿400mg/dl¿ on the subject meter compared to feelings /normal results. The patient manages her diabetes with oral medications, diet and exercise and denied taking any action regarding her usual diabetes management routine as a result of the alleged product issue. The patient was unable/unwilling to state if they developed any symptoms. On ¿(B)(6) 2015 1:30 night¿ the patient stated that she attended emergency room ER and a health care professional (hcp) carried out a blood glucose test and obtained a reading of less than or equal to 40mg/dl on the ER meter. At the time of trouble shooting, the cca confirmed that the test strips had been stored improperly . Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.